Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 06/07/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the leak from the first pressure reducer was caused by a faulty first pressure reducer. Additionally, the leak from the scope tube is surmised to have occurred because liquid entered the tube when the gas hose was used while wet and the gas cylinder was used in a horizontal position. The event can be detected/prevented by following the instructions for use (IFU): the instruction manual of uhi-4 (drawing no. Gt7879) describes the following, and the reported phenomenon might be prevented by following the descriptions. [Important information ¿ please read before use / 3.3 connecting a co2 cylinder] always keep the gas cylinder in the upright position. Fasten the cylinder to a wall or another stable structure to prevent it from toppling. If the gas cylinder is placed horizontally or in an inclined position, liquefied co2 may be transmitted into the insufflation channel inside the uhi-4 and normal insufflation may become impossible. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the high flow insufflation unit exhibited a gas leak, contamination on the insufflation connector and water ingress in the connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.